Event description:
It was reported that patient presented to clinic for follow up, the left ventricle (lv) lead exhibited loss of capture. The lv lead was identified to be dislodged and confirmed under chest x-ray. The lv lead was explanted and replaced on (B)(6) 2025. The patient was discharged with no reports of adverse consequences.